Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, the lead exhibited high impedance. The lead was difficult to implant due to the patient's high atrial rate, and the rep was unable to measure the lead thresholds. It was further reported that the day following the implant, the lead impedances were fine, as were pacing and sensing. The lead is still in use. No patient complications have been reported as a result of this event.